Event description:
Ous MDR. It was reported that the era 3000 did not stimulate. No adverse effects to the pt were reported.

Manufacturer narrative:
Ous MDR. We would like to apologize for the long processing time for this complaint. During the extensive analysis, which contained long-term and repeated testing, no indication of a manufacturing error or material defect could be found. In the context of the analysis, the device showed no deviations that could be related to the complaint.